Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor lost signal with the insulin pump. The customer did report that he had gotten bent cannulas. The blood glucose reading was 45 mg/dl. The blood glucose was brought up to 75 mg/dl when the customer checked again, and he declined troubleshooting for low blood glucose. The insulin pump was not returned or replaced.